Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that a pusher wire, valve and main coil were returned for this complaint. The main coil and pusher wire were not interlocked. The pusher wire was inspected, and no damages were found. The coil was returned stretched and kinked. No more damages were found in the returned device. Micorscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Micorscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the pusher wire and main coil revealed the components were within specification.

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The non stenosed target lesion was located in the moderately tortuous and non calcified internal iliac artery. A 10mmx30cm and a 10mmx50cm interlock coil were selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coils were removed from the patient's body, it was noted that the devices protruded from the tip of the microcatheter. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The non stenosed target lesion was located in the moderately tortuous and non calcified internal iliac artery. A 10mmx30cm and a 10mmx50cm interlock coil were selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coils were removed from the patient's body, it was noted that the devices protruded from the tip of the microcatheter. The procedure was completed with a different device. No patient complications were reported.